Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable was replaced during the service call. The system was tested and found to working as intended and put back into service.

Event description:
The fse reported that the left monitor could not display a live image. This could cause the system to become unusable. There is no report of injury or death associated with the event described in this complaint.